Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6)address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua#(B)(4). The following has been provided by the initial reporter: customer called in stated that he took a test yesterday that was negative and took a test today that was postive and wanted to know how to proceed.

Manufacturer narrative:
H6: investigation summary : this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer took a test yesterday that was negative and took a test today that was positive¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua# (B)(4). The following has been provided by the initial reporter: customer called in stated that he took a test yesterday that was negative and took a test today that was postive and wanted to know how to proceed.